Event description:
It was reported by a customer complaint that the pt was treated by paramedics, due to an incident of low blood glucose. The reporter stated that the pt was at school and became symptomatic of being hypoglycaemic with pale coloring and sweating. The paramedics were summoned. The paramedics treated the pt on scene with orange juice. The pt's insulin infusion pump with blood glucose monitor was tested and it was noted that it gave a reading that was 140 mg/dl different than the paramedics meter. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated;the MFR will file a f/u report detailing the results of the eval once it is completed.